Event description:
It was reported that during a left hepatic lobectomy procedure, the device was activating intermittently at the beginning of the case. When they pushed the switch button on the main selection it would delay and sometimes would not activate at all. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.